Manufacturer narrative:
The customer confirmed that the defective component/device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed an order for a part replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having a transducer fault error while on a patient. Furthermore, the patient was transferred to another device but no patient harm reported.